Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge or power on despite placement on the charger for an extended period, with a solid green indicator on the charging pad and a persistent on-screen ¿charge ilet¿ message, consistent with a device battery problem involving the battery component. Symptoms included no clinical signs, symptoms, or conditions, with insufficient information regarding any physiological effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.